Event description:
It was reported that the user experienced a hypoglycemia event while using the ilet with a libre 3 plus sensor; the user noted the ilet indicated no sensor glucose value shortly after a sensor change, then later the sensor displayed values, and a fingerstick confirmed a blood glucose of 53 mg/dl during the event. Investigation included technical support troubleshooting and user education. Further investigation of this case revealed that the cause of the hypoglycemia was unclear and that sensor data display was intermittently unavailable before recovering. Symptoms included low blood glucose consistent with hypoglycemia. Outcomes included self-treatment with oral carbohydrates and subsequent stabilization of blood glucose to 123 mg/dl, with no alerts or alarms reported and no medical intervention or hospitalization. It was concluded that, based on previously established findings for similar reports, the event was user-reported hypoglycemia with an undetermined root cause and no device malfunction confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.